Manufacturer narrative:
Device passed displacement test and self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 7.2 mmol/l at the time of the incident. Customer was able to clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The device will be returned for analysis.